Manufacturer narrative:
The 510k: this report is for an unknown uncannulated drill bit/unknown lot. Part and lot number are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the drill bit broke during the process of drilling a hole in the anterior rim of glenloid during latarjet surgery. The drilling was being performed using a guide wire. After the drill bit broke, part of it was stuck in a bone and it substantially complicated the surgery process. After the part of the drill bit had been removed from the bone, it was decided to continue the surgery using the rest of the same drill, but it broke again. After that the surgeon stopped using the broken drill bit and continued the surgery using uncannulated drill bit he had on hand, which complicated the insertion of locking screws. It was reported that the drill bit was new and was being used for the first time when the described event happened. There was a substantially a sixty (60) minute delay to surgery time. Fragments were and required additional intervention to remove. No pieces were left in patient. Procedure was successfully completed. Concomitant parts reported: locking screw (part/lot unknown, quantity 1). This report is for an unknown uncannulated drill bit. This is report 2 of 2 for (B)(4).